Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Decompressed spring. Impact on patient/end user: none. Date of event: 16/09/2025. Additional information received on 07-mar-2026. When was the problem/defect detected: before, during or after use? Before.

Event description:
No new information.

Manufacturer narrative:
The complaint of a decompressed spring, which is associated with premature needle retraction, was confirmed from the photograph that was provided for investigation. The photo showed one 18g insyte autoguard device in what appeared to be sealed unit packaging. The needle appeared to be fully retracted within the safety shield based on the position of the white flow control plug in relation to the green catheter adapter. As the sample appeared to be unopened, the safety mechanism was likely activated prior to customer use. There were no other similar complaints from the implicated lot. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.